Event description:
A cartridge change error was reported with the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to remove and inspect the o-ring of the cartridge, but the issue persisted even after trying a new cartridge. Consequently, the pump was marked for replacement. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, set the pump to storage mode, and return it using a pre-paid label within ten days.